Event description:
It was reported the patient presented for follow-up in clinic. Upon interrogation, it was discovered the ventricular leadless pacemaker (lp) exhibited loss of capture and sensing. Chest x-ray confirmed the lp dislodged to the pulmonary artery. The lp was explanted and replaced. The patient was in stable condition.